Event description:
Caller reported potential false negative troponin I (tni) results on triage vs beckman access. A female, birth year (B)(6), visited the ed on (B)(6) 2011. A sample was run on triage cardioprofiler with negative results which did not agree with elevated other cardiac markers. A sample was run in the lab using the beckman access with a positive result. Customer does not think pt had any invasive procedure done. No referral to cardiologist. Discharge diagnosis not given.

Manufacturer narrative:
Testing of profiler w48400 was previously conducted with two other complaints. No false negative or low bias in tni recovery was observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. No low bias or false negative results were observed. (B)(4). No corrective action is required at this time as no product deficiency was established.